Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device is in good condition. There are no signs of aggressive use. There is no obvious disfigurement or damage to the device. There is no apparent twisting or bending of the delivery needle. The complaint listed that ¿simultaneous deployment¿. T1, t2 and suture were not returned. This device cycles and actuates as intended. No mechanical problem was found. No further investigation is warranted. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the t1 and t2 were deployed simultaneously during a meniscal repair.